Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, although control iq was turned on, control iq remained inactive. A pump reset was performed to resolve the issue. Customer's blood glucose was 235 mg/dl.